Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, severely scratched display window and missing end cap.

Event description:
Customer reported that he received a button error alarm on his insulin pump and buttons are not responding. Customer did not recall any significant events leading to the alarm. Blood glucose level 113 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.